Event description:
Ventilator failed to cycle breaths for invalid pt unable to breathe on her own. Tech bagged pt for 20 mins while another machine was located and brought in. Pt sat levels dropped to 77%. Pt recovering. Techs found pinched hose in auto-zero circuit. Recent board change in unit may have contributed to problem.